Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown duracon non beaded baseplate. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient had an event getting into or out of the shower and presented with pain. Surgeon revised the patient's right duracon tibial baseplate and poly as the baseplate was found to be cracked.